Manufacturer narrative:
H3: pending investigation.

Event description:
It was reported by a medwatch report that the reported called stating that she received a letter that both of her shoulder implants have been recalled due to packaging of the devices. The reporter said that she received her left side shoulder implants between 2004 and 2021. The shoulder is in a lot of pain on a daily basis and she is not able to lift or carry anything with weight. Associated with mw5151016. Right shoulder reported under 1038671-2024-00443.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, component sizing, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.